Manufacturer narrative:
Device evaluation summary: the closurefast catheter and an image was received for analysis. Image received from customer showed the fep on the coil was deformed and had a red material embedded the fep. There is also evidence of bubbling of the fep. The deformation to the fep is consistent with what can occur when uneven or lack of compression is applied during activation. The red material observed within the fep give the appearance of a burn, however the material discovered is likely blood. Visual inspection of the catheter shaft revealed a kink. The kink is approximately 99.8mm proximal from the distal tip. The coil was examined: a bend in the coil was observed. The bend was observed approximately 3.7mm proximal to the distal tip. Visual inspection of the coil under magnification reveal fep on the coil was deformed and had a red material embedded the fep. There is also evidence of bubbling of the fep, a slice/ cut of the fep was noted on the coil. The coil is observed to be exposed. The catheter did pass continuity and resistance functional testing. The catheter passed functional testing on rfg2 and rfg3 generator. The proper device was recognized by each rfg generator when plugged in, the expected low temperature advisory was displayed when activated. When the temperature rose to 120c, device completed cycle without any advisory message being seen. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was using a closurefast catheter with an rfg2 generator for a radiofrequency ablation procedure of the great saphenous vein (gsv). The lumen was flushed before use and the IFU was followed. Procedure was carried out under general anesthesia with the use of tumescent infiltration and transducer compression. Correct temperature was reached. On completion of the procedure, one kink was observed on the coil of the catheter. All segments were treated and the vein closed. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.